Event description:
This info was previously reported in manufacturer's report # 3007566237201005624. It was reported following a replacement of ins on (B)(6), 2010 that there had been a loss of therapeutic effect with no stimulation sensation. It was further reported there was no stimulation when run at 10.5 v. For impedances at 3.0 v, readings were: 0/1-1716, 0/2-2718, 0/3-3571, 1/2-1766, 1/3-2872, 2/3-1878 ohms. There was no stimulation at 10.5 v, 60 hz, 450 pw. Further info has been requested. Additional info received reported the pt was seen by a doctor and a revision was done. The pt admitted to a fall. The leads had migrated and may have been damaged by the fall. New leads were placed and the company rep was told the pt was very happy. See manufacturer's report # 6000032201005323 for replacement of prior ins. This info was previously filed in manufacturer's report # 6000032201005323: additional info received reported that on (B)(6) 2010 the pt underwent a revision to revise the leads. It appeared the lead had migrated. The pt had recently had a fall that also appeared to damage the lead. The physician implanted new leads and all was well with the pt. New info: as of early (B)(6) 2010, the pt was doing well.

Manufacturer narrative:
(B)(4).